Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional shim was noticed to be missing a ball bearing. However, it is unknown at this time when or how the event occured.

Manufacturer narrative:
Visual inspection of the returned component found that the returned shim is missing one of the ball bearings and none of the missing/disassembled components were returned. This device is used for treatment. Corrective and preventative action has found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tibial articular surface provisional shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. The instrument was manufactured january 13, 2014 before the recall was launched and before any re-design was implemented. As such, a previously addressed design issue is considered as the root cause.